Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the this right ventricular (rv) lead was capped and surgically abandoned due to product performance issue. No additional adverse patient effects were reported. Additional information indicates the rv lead exhibited noise with isometric testing. The noise was oversensed resulting in pacing inhibition with asystole of less than two seconds observed. The cause of the noise was not able to be determined. There were no additional adverse patient effects.

Event description:
It was reported the this right ventricular (rv) lead was capped and surgically abandoned due to product performance issue. No additional adverse patient effects were reported.